Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading at the time of the incident was 353 mg/dl. Customer reported that the insulin pump has an unresponsive keypad. No significant events leading to the keypad issues were observed. Customer reported that when attempting to press the back button they felt moisture on the buttons and it smelled strongly of insulin. Customer now thinks there may be a leak internally which caused this issue. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not expected to return.